Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that allegedly the user is experiencing issues with patient temperature deviation both in warming and cooling modes. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that allegedly the user is experiencing issues with patient temperature deviation both in warming and cooling modes. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The account did not specify any one unit that experienced issues nor did they allege any specific occurrences or events. The data from all units at the account was reviewed and it was identified that there were instances of patient temperature deviation found where the patient temperature had deviated more than 1 degree c for more than 30 minutes. Feedback was provided to the account regarding using medium/minimum heating or cooling modes to better control patient temperature. The account stated that no further action is needed at this time.

Event description:
It was reported that allegedly the user is experiencing issues with patient temperature deviation both in warming and cooling modes. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.